Manufacturer narrative:
Additional information received on 11mar2016 and includes: the surgery was completed successfully. We will not receive the explants back. Additional information received on 16mar2016 and includes: patella was not resurfaced during primary surgery. Tibial plateau was found probably loose through x-ray. Reason for revision surgery was bad patella tracking and pain. Patella resurfacing was performed only during the revision surgery. Loosening of tibial baseplate was confirmed during revision surgery. The femur was not replaced because it was not involved in loosening. On 18mar2016, the medical affairs director performed a clinical evaluation and commented as follows: secondary resurfacing of patella and tibial plate substitution in a tka 3 years after primary implantation. The patella does not seem to have been perfectly positioned at primary, or perhaps it has shifted slightly since. Tibial plate looks mobilized. Report does not allow any hypothesis to be made, no complaint on device malfunction has been recorded. Root cause for failure cannot be determined. Batch review performed on 30 march 2016. Lot 123742: (B)(4) items manufactured and released on 10 december 2012. Expiration date: 2017-10-31. (B)(4).

Event description:
Revision surgery 3 years after primary due to loosening of tibial baseplate.

Manufacturer narrative:
On 02 june 2016 it was prepared a final report with the information already submitted in the initial report. On 07 june 2016 the report was sent to the initial reporter and the case was closed.